Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. The review of the device history records did not reveal any non-conformance to specifications or deviations in procedures that might have contributed to the reported event. From information provided, based on the product history records and the recurrence of this type of event for this implant, it is assessed that the event is due to surgeon error while repositioning the device. It points out that the surgeon probably did not follow the instructions mentioned in the surgical techniques, and did not apply a new distraction before trying to reposition the device. As indicated in st : "if necessary to correct a rotated device or for lateral implant adjustments, distraction of the disc space is required to prevent implant-to-peek cartridge disassembly in situ." The investigation found no evidence to indicate device issue. Root cause : user error (instruction was not followed).

Manufacturer narrative:
Discarded.

Event description:
Mobi-c p&f us : disassembled. Procedure : artificial cervical disc replacement at c5-6. Implant wasn't in correct position per-op (too far posterior into disc space), it disassembled when surgeon attempted to adjust the position. New implant of the same size was implanted successfully. Disassembled implant discarded by hospital no harm to patient. From description received, distraction was still in place and no rotational move performed by the surgeon. The review of the device history records and traceability did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event.